Manufacturer narrative:
(B)(4). The device sample was not returned for evaluation at the time of this report.

Event description:
The customer alleges that during insertion, the md noticed that the hub of the introducer needle was cracked. No report of patient injury.

Manufacturer narrative:
(B)(4). Conclusion - a conclusion code could not be chosen. The complaint was confirmed; however a design issue cannot be determined. A CAPA is being conducted. The report of a cracked needle hub was confirmed by visual examination of the returned needle since several cracks were observed emanating from the proximal opening. A device history record review was performed and did not reveal any manufacturing related issues. Further investigation of this issue is being conducted under CAPA (B)(4). The CAPA failure investigation indicates that the probable cause is design related.

Event description:
The customer alleges that during insertion, the md noticed that the hub of the introducer needle was cracked. No report of patient injury.